Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 6 months after the dental implant was installed in intraoral region #21, it was verified its non- osseointegration. The 45 ncm of primary stability was achieved and immediate load was not performed. The patient presented insufficient bone quality/quantity (bone type IV) and bone graft was executed.